Manufacturer narrative:
Concomitant products: smith medical cadd pump (sn unknown); smith medical (B)(4) (lot unknown); smith medical (B)(4) (lot unknown); therapy date (B)(6) 2015. No product will be returned per customer. The customer complaint of non-carefusion tubing disconnected from smartsite valve and leaked could not be confirmed due to the product not returned for failure investigation. A picture of the set-up was received from the customer, however the separation could not be observed based on the picture. The root cause of this failure was not identified.

Event description:
The customer reported that a tubing disconnection and leak occurred during a fluorouracil infusion. The disconnection occurred at the tubing connection between the smartsite valve and the non-carefusion tubing. A ¿white substance¿ was noticed on the non-carefusion pump and case and the patient was instructed to wash hands, skin, and clothing. The tubing was reconnected and taped, the pump was cleaned, the pump case replaced, and the infusion was restarted. No patient harm reported.

Manufacturer narrative:
.